Event description:
During initial treatment using suspect medical device, physician also treated lesion with device manufactured by foxhollow technologies. Recurrent stenosis/ischemia of foot/leg 5 months post cryoplasty of the right fem-pop-tibial arteries. Procedure repeated with good results.